Event description:
Related manufacturer report number: 1627487-2022-04259. It was discovered that during the patient's ipg replacement the l4 lead had migrated. The lead was then explanted.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.